Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided info. Provided info stated, the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 03/12/2013 - patient's medical records were received on 02/15/2013. There is no new information that would change the existing MDR decision. Correction: date of receipt of medical records is 02/12/2013. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address lateral knee pain.